Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 8840 programmer displayed the message ¿in progress¿ and then ¿invalid telemetry ¿ reposition head.¿ the pt¿s personal therapy manager (ptm) could not communicate with the pump; 3 different programmers were used unsuccessfully. The pt was able to use the ptm but was unable to get telemetry. An x-ray confirmed that the pump had not flipped. Sources of electromagnetic interference (emi) were not present. The health care professional (hcp) had planned to replace the pump. The medication being delivered via the device system was not reported. Add¿l info has been requested. Follow-up info will be provided once the info becomes available.